Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of 4 infusion sets from the same package were not sticking well enough and after 5 minutes of use.